Manufacturer narrative:
The patient was referred to a dentist where they re-did the restoration. To date, the patient is being fine. A new appliance will be fabricated with consideration to the patient comfort. The appliance was returned; however, the original model was not returned. Therefore, an evaluation was not conducted.

Event description:
A doctor's office alleged that a patient had experienced a fractured composite on the right central tooth upon placement of the invisible retainer appliance.